Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, the pump powered on to the verify screen with no issues. The display screen was clear, and found to be functioning properly. No blank display screen was duplicated during the investigation. A review of the pump¿s history showed consecutive cs054, cs052, and cs012 alarms. The pump¿s cover was removed, and no damage to the display screen was found, and no moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.